Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure on eight days earlier. According to the complainant, the procedure was completed and went well. The pt experienced urinary retention during the night following the procedure and went to the emergency room (facility unknown). A foley catheter was placed and subsequently removed a week later at a follow-up visit. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.